Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01192.

Event description:
Patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis (dvt) , pulmonary embolism (pe), thrombolysis, reduced pulmonary function. Patient is alleging migration - ivcf located 3.6 cm distal to inferior border of renal veins b/l, vena cava perforation, device is unable to be retrieved, organ perforation-mesenteric. Patient notes and further alleges "I sometimes experience sharp pain below the waist area. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries", limited activity, worry. Per the (B)(6) 2013 ivc filter placement: "an inferior vena cava filter was then placed below the renal vein inflows". Per the (B)(6) 2017 CT abdomen and pelvis: "there is an inferior vena cava filter located 3.6 cm distal to the inferior border of the renal veins bilaterally. There is penetration of the inferior vena cava filter wall by the four primary legs, most pronounced involving the left anterior leg, extending 4 mm distal to the wall".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.